Event description:
During preparation for a therapeutic ureteral stone retrieval procedure, the user facility discovered that the basket head had detached from the sheath. As this malfunction occured during preparation, the pt did not experience any injury or complications due to this event. Another basket was used successfully to complete the procedure.